Manufacturer narrative:
The device has not been received for analysis as of the date of this report.

Event description:
It was repored that during an electrophysiology bilateral v lead procedure, the platinum plus guidewire became stuck during insertion and "frayed" during removal. He platinum plus guidewire was removed and replaced with another platinum plus guidewire to successfully complete the procedure. No patient injuries or complications occurred. Patient status is repored as "okay"